Event description:
Review of service data detected a reportable event. During servicing, battery pack sn (B)(4) would not charge when placed into a charger and would not communicate. The last pt to sue this battery pack did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. As received, the battery cells had an output voltage of 11.7v. Upon evaluation, the battery pack would not charge when placed on the charger and would not communicate. The cause of the inability to charge and communicate is corrupted pca programming. The root cause of the corrupted pca programming was inconclusive upon evaluation at itech, the battery supplier, and was scrapped. No adverse event occurred due to the defective battery pack. The last pt to use this battery pack did not report any deficiencies.